Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb). Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).